Event description:
Additional information received indicated a revision procedure was later performed, and the rv lead was replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Insulation damage was suspected, but was not confirmed to be the cause of the event. No intervention was performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.